Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort and pain due to lead perforation. As a result, this rv lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed outer insulation had melted due to electrocautery use during explantation. No lead-related issues were identified that could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort and pain due to lead perforation. As a result, this rv lead was surgically explanted. No additional adverse patient effects were reported.